Event description:
An elevated troponin I result of 15.58 ng/ml was obtained.the result was reported to the physician who questioned the result.the sample was tested again and results of 0.17 and 0.21 mg/ml were obtained.although cardiac catheterization was prescribed as a result of the falsely elevated troponin I result,there was no report of adverse health consequences to the patient.analysis of instrument and instrument data indicated a need for r1 drain maintenance.